Event description:
(B)(4). Painful insertion, stabbing and tearing pains even still present. Burning sensation, sore and swollen belly, loss of sex drive, none since insertion, period stopped since insertion, hair loss, gums bleed, extreme weight gain, dry skin, eczema, tinnitus, constant bv infections, thickening of uterus, muscle weakness, pain in joints, fatigue, depression.

Event description:
(B)(4). Constant diarrhea.